Manufacturer narrative:
(B)(4). The pipeline flex and its microcatheter were returned for evaluation. The pipeline flex delivery system was found outside the catheter. As received, the pipeline was not attached to the pushwire. The pushwire appeared to be bent at 2 locations from the proximal end. Both ends of the pipeline were found fully opened with damaged braid. No other anomalies were observed. There was no evidence of manufacturing defects that relates to the complaint; therefore manufacturing has been ruled out as a potential cause. Based on the above findings, the customer's complaint could not be confirmed for ¿failure/incomplete open at proximal end¿ as the pipeline was returned not attached to the pushwire. Therefore, the distal and proximal ends of the pipeline could not be determined. The pipeline was fully opened with damaged braid at both ends. It is possible that the tortuous anatomy may have contributed to the reported issue subsequently causing the device not to open at the proximal end. However, the cause for damage could not be determined. In regards to the ¿pipeline damaged during retrieval¿ issue, the customer's complaint was confirmed. The returned pipeline was fully opened with damaged braid. The damage to the braid on both ends of the pipeline is likely the result of the physician resheathing the device more than the recommended two times. All products are 100% inspected for damage and irregularities during manufacture. Per the pipeline flex instructions for use (IFU): ¿do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. The pipeline flex embolization device is fully resheathed when the distal marker is retracted completely inside the micro catheter. The system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿ (B)(4).

Event description:
Medtronic (covidien) received report that a pipeline flex did not open proximally. The patient was being treated for an unruptured, amorphous, medium size aneurysm in the left piarachnoid internal carotid artery (ica). The patient's vessel was severely tortuous. The pipeline flex was delivered to the treatment site without any issue. At deployment, the pipeline flex did not open proximally. The device was resheathed and re-deployed twice, which was unsuccessful in opening the proximal end. The pipeline flex and its microcatheter were both removed and inspected. The pipeline flex and proximal end of the microcatheter appeared stretched. The devices will be returned for evaluation. The physician completed the procedure using a stent and multiple coils. Angiographic result post-procedure was good. There was no report of patient injury as a result of this event.